Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (salpingectomy( bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she received treatment for pain. Discrepancy noted in insertion dates of essure, -initially it was reported as (B)(6) 2010 and in follow up noted as 13-nov-2009 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test done and the result is unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporter information updated. Previously reported event injury is replaced with new events: dysmenorrhea (cramping), pelvic pain, abdominal pain, genital bleeding. Lab data added incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ painful sharp stabbing') in a 22-year-old female patient who had essure (batch no. 6450147- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation and pap smear abnormal. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea,"), ovarian cyst ("cysts on ovarie-ovaries retaining fluid"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("anxiety") and migraine ("migraines / headaches"). On (B)(6)2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), genital haemorrhage ("bleeding"), swelling ("swelling"), pain ("body aches") and ovarian oedema ("ovaries retaining fluid"). The patient was treated with ibuprofen, minerals nos;vitamins nos (prenatal vitamins), paracetamol (acetaminophen), wool fat (lanolin) and surgery (salpingectomy(bilateral), post tubal ligation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, genital haemorrhage, ovarian cyst, swelling and pain had resolved and the pregnancy with contraceptive device, abdominal pain lower, back pain, dyspareunia, fatigue, nausea, depression, anxiety, migraine and ovarian oedema outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, nausea, ovarian cyst, ovarian oedema, pain, pelvic pain, pregnancy with contraceptive device and swelling to be related to essure. The reporter commented: she received treatment for pain. Discrepancy noted in insertion dates of essure, -initially it was reported as (B)(6) 2010 and in follow up noted as (B)(6) 2009 on the right tube there were 7 rings on the left tube which was treated in a likewise fashion. 6 rings visible on right side and 5 rings visible on left side current weight 170 lbs. Discrepancy: pregnancy onset date was given as (B)(6) 2012 which was live birth date. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2009: result- total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : ovarian cyst (B)(6) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-mar-2021: mr received. Reporter's information added.fu received.no new significant change made in medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ painful sharp stabbing') in a 22-year-old female patient who had essure (batch no. 6450147- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation and pap smear abnormal. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea,"), ovarian cyst ("cysts on ovarie-ovaries retaining fluid"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("anxiety") and migraine ("migraines / headaches"). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), genital haemorrhage ("bleeding"), swelling ("swelling"), pain ("body aches") and ovarian oedema ("ovaries retaining fluid"). The patient was treated with ibuprofen, minerals nos;vitamins nos (prenatal vitamins), paracetamol (acetaminophen), wool fat (lanolin) and surgery (salpingectomy(bilateral), post tubal ligation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, genital haemorrhage, ovarian cyst, swelling and pain had resolved and the pregnancy with contraceptive device, abdominal pain lower, back pain, dyspareunia, fatigue, nausea, depression, anxiety, migraine and ovarian oedema outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer ag-2019-190942). The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, nausea, ovarian cyst, ovarian oedema, pain, pelvic pain, pregnancy with contraceptive device and swelling to be related to essure. The reporter commented: she received treatment for pain. Discrepancy noted in insertion dates of essure, -initially it was reported as (B)(6) 2010 and in follow up noted as (B)(6) 2009. On the right tube there were 7 rings on the left tube which was treated in a likewise fashion. 6 rings visible on right side and 5 rings visible on left side current weight 170 lbs. Discrepancy: pregnancy onset date was given as (B)(6) 2012 which was live birth date. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2009: result- total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : ovarian cyst 6450147 is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ painful sharp stabbing') in a 22-year-old female patient who had essure (batch no. 6450147-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation and pap smear abnormal. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia painful sexual intercourse"), fatigue ("fatigue"), nausea ("nausea,"), ovarian cyst ("cysts on ovarie-ovaries retaining fluid"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("anxiety") and migraine ("migraines / headaches"). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy with complications"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), genital haemorrhage ("bleeding"), swelling ("swelling"), pain ("body aches") and fluid retention ("ovaries retaining fluid"). The patient was treated with ibuprofen, minerals nos;vitamins nos (prenatal vitamins), paracetamol (acetaminophen), wool fat (lanolin) and surgery (salpingectomy(bilateral), post tubal ligation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, genital haemorrhage, ovarian cyst, swelling and pain had resolved and the pregnancy with contraceptive device, abdominal pain lower, back pain, dyspareunia, fatigue, nausea, depression, anxiety, migraine and fluid retention outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems linked child cases no. (B)(4). The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fluid retention, genital haemorrhage, migraine, nausea, ovarian cyst, pain, pelvic pain, pregnancy with contraceptive device and swelling to be related to essure. The reporter commented: she received treatment for pain. Discrepancy noted in insertion dates of essure, -initially it was reported as (B)(6) 2010 and in follow up noted as 13-nov-2009. On the right tube there were 7 rings on the left tube which was treated in a likewise fashion. 6 rings visible on right side and 5 rings visible on left side. Current weight 170 lbs. Discrepancy: pregnancy onset date was given as (B)(6) 2012 which was live birth date. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2009: result- total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : ovarian cyst. 6450147 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-apr-2020: pfs received- new event psychological or psychiatric problems condition: anxiety; depression, migraines / headaches,ovaries retaining fluid was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ painful sharp stabbing'), pregnancy with contraceptive device ('pregnancy (with complications),') and genital haemorrhage ('bleeding') in a 22-year-old female patient who had essure (batch no. 6450147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation and pap smear abnormal. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced ovarian cyst ("cysts on ovarie-ovaries retaining fluid"), 5 months 31 days after insertion of essure. On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea,"), abdominal pain lower ("lower abdominal pain"), swelling ("swelling") and pain ("body aches"). The patient was treated with surgery (salpingectomy( bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, ovarian cyst, swelling and pain had resolved and the pregnancy with contraceptive device, dyspareunia, fatigue, nausea and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, nausea, ovarian cyst, pain, pelvic pain, pregnancy with contraceptive device and swelling to be related to essure. The reporter commented: she received treatment for pain. Discrepancy noted in insertion dates of essure, -initially it was reported as (B)(6) 2010 and in follow up noted as (B)(6) 2009. On the right tube there were 7 rings on the left tube which was treated in a likewise fashion. 6 rings visible on right side and 5 rings visible on left side current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2009: result- total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : ovarian cyst . Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs and mr received : reporter added. Aka name added, patient demographic added, lot number added, events added- dyspareunia (painful sexual intercourse), fatigue, nausea, pregnancy with contraceptive device, device ineffective, abdominal pain lower, swelling, body aches. Events outcome updated, events onset date, medical history and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ painful sharp stabbing'), pregnancy with contraceptive device ('pregnancy (with complications),') and genital haemorrhage ('bleeding') in a 22-year-old female patient who had essure (batch no. 6450147-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation and pap smear abnormal. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced ovarian cyst ("cysts on ovarie-ovaries retaining fluid"), 5 months 31 days after insertion of essure. On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea,"), abdominal pain lower ("lower abdominal pain"), swelling ("swelling") and pain ("body aches"). The patient was treated with surgery (salpingectomy( bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, ovarian cyst, swelling and pain had resolved and the pregnancy with contraceptive device, dyspareunia, fatigue, nausea and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4). The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, nausea, ovarian cyst, pain, pelvic pain, pregnancy with contraceptive device and swelling to be related to essure. The reporter commented: she received treatment for pain. Discrepancy noted in insertion dates of essure, -initially it was reported as (B)(6) 2010 and in follow up noted as (B)(6) 2009 on the right tube there were 7 rings on the left tube which was treated in a likewise fashion. 6 rings visible on right side and 5 rings visible on left side current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2009: result- total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : ovarian cyst. 6450147 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality safety evaluation of ptc. No valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ painful sharp stabbing') in a 22-year-old female patient who had essure (batch no. 6450147-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation and pap smear abnormal. On (B)(6) 2009, the patient had essure inserted. On (B)(6)2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea,"), ovarian cyst ("cysts on ovaries-ovaries retaining fluid"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("anxiety") and migraine ("migraines / headaches"). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), genital haemorrhage ("bleeding"), swelling ("swelling"), pain ("body aches") and ovarian oedema ("ovaries retaining fluid"). The patient was treated with ibuprofen, minerals nos;vitamins nos (prenatal vitamins), paracetamol (acetaminophen), wool fat (lanolin) and surgery (salpingectomy(bilateral), post tubal ligation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, genital haemorrhage, ovarian cyst, swelling and pain had resolved and the pregnancy with contraceptive device, abdominal pain lower, back pain, dyspareunia, fatigue, nausea, depression, anxiety, migraine and ovarian oedema outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer (B)(4). The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, nausea, ovarian cyst, ovarian oedema, pain, pelvic pain, pregnancy with contraceptive device and swelling to be related to essure. The reporter commented: she received treatment for pain. Discrepancy noted in insertion dates of essure, -initially it was reported as (B)(6) 2010 and in follow up noted as (B)(6) 2009. On the right tube there were 7 rings on the left tube which was treated in a likewise fashion. 6 rings visible on right side and 5 rings visible on left side current weight 170 lbs. Discrepancy: pregnancy onset date was given as (B)(6) 2012 which was live birth date. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2009: result- total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : ovarian cyst. 6450147 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: upon internal coding review the event "retaining fluid" was recoded to meddra llt "ovarian edema". No further changes performed in the case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ painful sharp stabbing') in a 22-year-old female patient who had essure (batch no. 6450147-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation and pap smear abnormal. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea,") and ovarian cyst ("cysts on ovarie-ovaries retaining fluid"). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), genital haemorrhage ("bleeding"), swelling ("swelling") and pain ("body aches"). The patient was treated with ibuprofen, minerals nos;vitamins nos (prenatal vitamins), paracetamol (acetaminophen), wool fat (lanolin) and surgery (salpingectomy(bilateral), post tubal ligation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, genital haemorrhage, ovarian cyst, swelling and pain had resolved and the pregnancy with contraceptive device, abdominal pain lower, back pain, dyspareunia, fatigue and nausea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer ag-(B)(4). The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, nausea, ovarian cyst, pain, pelvic pain, pregnancy with contraceptive device and swelling to be related to essure. The reporter commented: she received treatment for pain. Discrepancy noted in insertion dates of essure, -initially it was reported as (B)(6) 2010 and in follow up noted as (B)(6) 2009 on the right tube there were 7 rings on the left tube which was treated in a likewise fashion. 6 rings visible on right side and 5 rings visible on left side current weight 170 lbs. Discrepancy: pregnancy onset date was given as (B)(6) 2012 which was live birth date. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2009: result- total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : ovarian cyst 6450147 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new event : lower back pain was added. Event onset date, concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.